Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer inadvertently cracked the pump touchscreen while playing. Pump was not functional. There was no reported adverse impact to customer's blood glucose. Customer reverted to using another pump for insulin therapy.